Manufacturer narrative:
Results of investigation: the failure analysis lab evaluated the cap/diaphragms however was unable to duplicate the reported issue and found the diaphragms to be functioning normally.

Manufacturer narrative:
Carefusion complaint number: (B)(4). The customer stated the device is available for evaluation however the sample has yet to be received by carefusion. In the event the sample is received or additional information becomes available a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that "the cap/diaphragms have gaps at the balloon rim therefore are unable to achieve the necessary values that are proscribed for the hfov." The customer stated that there was no patient involvement.